Manufacturer narrative:
A ge rep evaluated the system and replaced the singleboard computer coin battery. System operates as intended. (B) (4).

Event description:
The customer reported a filament regulator failed error message. No pt injury was reported.